Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2, -9.5/2.5/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2020. The lens was explanted and a shorter length lens was implanted due to over vault. It was reported that the problem resolved.

Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, in a specimen cup. Visual inspection found the optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5- "left eye (od)" should be corrected to "left eye (os)" in initial MDR. Claim# (B)(4).